Event description:
It was identified during manufacture evaluation of the device; the navigation wheel was intermittently not functioning as intended. Bench repair is in progress.

Manufacturer narrative:
The manufacturer's international service technician determined the front bezel must be replaced. The manufacturer's international service technician replaced the front bezel and the issue was resolved. It was confirmed that the touchscreen was functional. Navigational ring not working does not affect the functionality of the vent. The unit will continue to function and ventilate patient, and the touchscreen can be used to make adjustments to the settings. Therefore this complaint no longer meets reportability requirements.